Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: wound infection, device extrusion. . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with 700cc mentor memorygel breast implant experienced postoperative left-sided wound infection and device extrusion. The patient suffered from severe drainage on the left breast, and the device became exposed at the bottom of the breast. As a result, the patient underwent explantation on (B)(6) 2020, and a replacement to be implanted at a later date. Furthermore, the patient reported that the culture result was negative.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As per the mre, device manufacture date was updated. Manufacturer¿s reference number: (B)(4).